Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user observed a roller to roller occlusion issue with the pump. The roller head was replaced. There was no adverse consequence to the patient as a result of this event.